Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a bulge in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visual inspected and had wear at a fold in the middle and proximal end of the cylinder. The first cylinder did not pass the leakage testing due to a bulge when inflated with syringe. The second cylinder passed the leakage test. Rear tip extender passed visual inspection. The momentary squeeze (ms) pump passed visual inspection, leakage, and functional test. This investigation is assigned a conclusion code of cause traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a bulge in the right cylinder was found. The pump and right cylinder were explanted and replaced. No patient complications were reported.